Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At around 8:00pm the customer lost consciousness. The wife called the emt's. The emt's arrived and received a blood glucose result of 67 mg/dl at 8:45pm on their professional meter and at 9:00pm the customer received a blood glucose result of 588 mg/dl on his guide meter. The customer could not recall what type of treatment was provided by the emt's. The customer declined being transported to the hospital.